Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer was informed that tandem does not recommend using third-party charging supplies and acknowledged this advice. Technical support arranged to send a replacement tandem wall adapter and charging cable via two-day shipping.